Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The needle does not retract automatically when the button is pressed. The needle seems to get stuck. Several presses of the button are required for the needle to retract. Response received on fri 12/26/2025. Was the device being used in/on the patient when the problem occurred? Yes. Did the malfunction cause a needlestick injury to the caregiver or the patient? No. Indicate whether the device failed before or during use. During use but surely malfunctioning from the beginning. Has the patient or user been harmed? If yes, please explain. No.

Manufacturer narrative:
The complaint that the needle does not retract was confirmed and the cause appeared to be manufacturing related. Representative 18g insyte autoguard devices from lot #5044824 were provided for investigation. A functional test showed that the catheter was able to loosen from the needle and no tip adhesion appeared to contribute to the reported issue. Each safety mechanism was activated, which allowed each needle to retract; however, for some needles, the flash notch became caught at the blood control valve. After manipulating the IV catheter, the needle ended up fully retracting within the safety shield. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. We regret any inconvenience this incident may have caused you and your facility.

Event description:
No new information.